Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the initial procedure date? Roux en y gastric bypass with one 12 mm port to the right of the umbilicus and one on the lateral right flank. How large of an area does the reaction cover? 12 mm port under left costal margin. 5mm port on the lateral left flank. 5 mm under xiphisternum on (B)(6). Re-exploration using all above sites except the one under the xiphisternum on (B)(6). All sites were sutured with monocryl subcutaneously and dermabond applied over the suture line on both occasions. Do you have any pictures of the reaction? Unfortunately, I did not take any photos of the rash. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Looked like a contact allergy rash 5-10 mm around each wound. Treated with antihistamine orally and topical cortisone cream. What is the most current patient status? Rash lasted between one to two weeks and fully subsided. Can you identify the lot number of the product that was used? No.

Event description:
It was reported that a patient underwent a roux en y gastric bypass procedure on an unknown date and topical skin adhesive was used. The procedure had one 12 mm port to the right of the umbilicus and one on the lateral right flank. Post operatively, the patient experienced a skin reaction that looked like contact dermatitis with a 5-10 mm rash around each wound. On (B)(6) 2018 the patient had re-exploration on the sites, except the one under the xiphisternum the sites were sutured subcutaneously and the topical skin adhesive was applied over the suture line on both occasions. The patient was treated with antihistamine orally and topical cortisone cream. The rash lasted between one to two weeks and fully subsided. Additional information has been requested.